Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the repair center confirmed the customer's complaint was due to a faulty charge-coupled device (ccd) and damaged cable units. The device was repaired and returned to customer. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, olympus has concluded that the damage to the device components was likely caused by improper handling causing unexpected stress on the cable unit and the ccd unit. The instructions for use state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the image was found flickering in and out. There was no patient involvement on this event. No user injury reported.